Manufacturer narrative:
The reported event of unable to loosen the ventricular setscrew was confirmed. Analysis revealed epoxy was found in the ventricular connector block threads, which resulted in the reported stuck setscrew event. The observed epoxy was caused by a manufacturing anomaly. Actions have been taken to prevent reoccurrence.

Event description:
During attempted implant, the right ventricular (rv) lead could not be removed from the header of the device as the set screw would not loosen. During additional surgery, a new right ventricular (rv) lead and device were successfully implanted. The patient was stable and there were no adverse consequences.